Event description:
It was reported, the patient had noticed more pain in her right leg, starting about a week ago. The patients left leg "was bothering her a little more than right at this point". The patient's right lead showed "apparent opens on all contacts." Contacts 8-15 showed >10000 ohms when tested at 0.24v and >20000 ohms when tested at 0.7v. No trauma or falls reported. The patient's left lead was reprogrammed and patient was receiving therapy on left side. Additional information has been requested but was unavailable at time of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).